Event description:
The customer reported a leak of clear fluid, approximately 20ml dripping from under the lh780. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes; no one was splashed or report injury. In addition, no erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) confirmed that the cause of the leak was a torn sheath restrictor tubing. The fse replaced the sheath restrictor tubing resolving the leak. Upon recur; the failure mode identified is likely to cause erroneous diff or retic results, depending on the severity of the leak. (B)(4).